Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 117", "defib disabled", "pacer disabled" and "defibr fault 72". Complainant indicated that there was no pt involvement in the reported malfunction.